Event description:
The customer reports that the ventilator shut down and would not cycle. The power light flickered and no other lights were lit. The customer reports that no alarms sounded except a slight beeping noise.